Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 500 mg/dl and an insulin pen was used to address bg. Customer alleged the pump was the cause of the elevated bg. Pump system check with tandem technical support found the pump was operating as intended; there were no alerts/alarms/malfunctions related to the reported event. Customer maintained the pump was the cause. Multiple attempts were made by tandem clinical diabetes specialist to assist the customer; however, customer did not reply.